Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Quantity of one elevator #301 was returned for evaluation. The lot number was verified. Visual examination identified the tip to be fractured. Scratches and other wear marks were noted. The device was in the field for approximately 14 years prior to the failure occurring. Furthermore, visual examination of the returned device noted scratches and wear marks consistent with repeated use of the device. No additional complaints were identified for the same lot. Finally, no adverse event occurred as a result of the device failure. Therefore, a review of the device history records was not required. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one half inch of an elevator tip was broken off during an initial segment procedure. Attempts have been made and additional information on the reported event is unavailable at this time.